Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a little push on the catheter that was not abnormal. When injecting the onyx the physician saw a leak in the distal end of the microcatheter which led to uncontrolled flow of onyx into the basilar artery. As a result treatment was stopped to keep complications as low as possible. It was confirmed that the physician is very experienced and knows how the onyx material works. The patient was undergoing surgery for treatment of an avm in the small brain via the basilar artery. The patient's vessel tortuosity was normal.